Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad and audio/beep anomaly. Customer's blood glucose was 18.1mmol/l. Customer stated the keypad is unresponsive and sometimes sound and vibration don appear to be working. Customer already discontinued using pump and reverted to backup plan. The customer was advised pump would be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. All the buttons functioned properly and no moisture damage on the keypad traces was noted. The keypad connector was fully locked. The tone check tested okay. No audio/beep anomaly was noted. The pump had no vibration during self test due to a broken vibrator motor wire. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.